Manufacturer narrative:
The customer's report was verified and attributed to a faulty analog board. The analog board will be replaced to remedy the report.the device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 72," "defib disabled," and "pacer disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.